Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and adverse event occurred. The patient stated in the afternoon, they were in class and the dexcom had shown a signal loss. The patient stated during that time, his blood glucose had taken a dive. He started to experience muddled thinking and eventually went unconscious. An ambulance was called, and the patient was transported to the hospital. It was indicated at the hospital that the patients blood glucose was 27 mg/dl when he arrived. The patient was treated with intravenous (IV) therapy and food and was discharged around 7:45pm after his blood sugar stabilized. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.